Manufacturer narrative:
Unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, scratched keypad overlay, stained end cap sticker and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 11.6 mmol/l. Troubleshooting was performed. The device was returned for analysis.